Event description:
It was reported that during the procedure the piece was broken from the beginning, it was not possible to check it in advance since the damaged part was inside the blade, when doctor activated it, they realized that it did not work. The pieces were removed from the patient with suction. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 2.0 full radius mini blade was returned for evaluation. Visual assessment of the blade shows the outer blade is dramatically bent. The inner blade is also bent and has broken approximately 1.172 from the slough chamber. The devices condition indicates it was subjected to excessive side-loading during use. Per the device instructions for use under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿.